Event description:
In 2009, the pt's mother reported that the display of the pt's infusion device was defective. The pt noticed the issue last night. He attempted to resolve the issue by inserting a new battery but was unable. He switched to his backup infusion device. Another person took over the call and stated that the display of pt's infusion device was missing segments and 1/2 inch of the left of the display is black and the other half of the display is blank. The infusion device has not been dropped or exposed to extreme temperatures or electromagnetic fields. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.